Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via health care professional (hcp) regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. It was reported the patient's lead had migrated. This was confirmed by an x-ray. X-ray showed the lead had moved a vertebral body but is still useable. Issue was resolved at the appointment. No further complications reported.